Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving preservative free saline via an implanted pump. The indication for pump use was spinal. The patient reported increased pain in her right buttock after the device system implant. An MRI showed the catheter was displacing conus. The patient was taken back to surgery the same day and the spinal segment of the catheter was removed, and a new spinal segment was implanted in another location and connected to the original pump segment. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿na¿ was noted. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. Additional information was received the next day from the hcp via the company representative who reported that the patient still felt right buttock pain even after the revision. The physician filled the pump with prialt 10 mcg/ml and gave the patient a 2.5 mcg bolus. As of (B)(6) 2021, the physician reported that the patient was better but still in pain and then stated that he did not require more assistance with regards to the patient.